Manufacturer narrative:
(B) (4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure during (B) (6) 2008. The pt has recently experienced erosion into the vagina which feels "like sand paper". The pt has not contacted her doctor regarding this issue. No further info is available.